Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the pt has had a steady increase in lactate dehydrogenase (ldh) and plasma free hemoglobin (pfhg) over recent months. Ldh was 270 in (B)(6) 2014 and is now 1900. Pfhg was 40 yesterday. Pt started to exhibit signs of right ventricular failure last week. Ramp study was performed and results are being evaluated. The pt has had recent blood transfusions but no signs of infection. The pt underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.